Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert to replace the transmitter occurred. The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and failed. A review of the share log was performed and the allegation was confirmed as a transmitter failed error was confirmed. The probable cause was determined to be a transmitter failed error. The reported event of an alert to replace the transmitter is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.